Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected 4 opened/used partial sensors and performed visual inspection on and found 2 of 4 sensors insertion needle bent inside sensor base. Unable to confirm insertion anomaly due to customer returned opened/used. Remaining 2 sensors found needle separate from needle base. Also found all 4 sensors cannula bent. Unable to confirm customer received sensors in said condition due to customer returned opened/used. The complaint is against the sen serter.

Event description:
No blood glucose levels reported. The customer reported difficulties inserting the sensor into the body. The customer reported a bent cannula on the current sensor. The customer also reported that some of the sensor cannulas were not being released properly into the body of the customer. No additional information was provided.